Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator will not boot up. The customer reported there was no patient involvement

Manufacturer narrative:
The manufacturer's field service engineer replaced the main pcba and vga controller pcba to address the reported problem.